Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad buttons and a dim, discolored display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed that the keypad rubber was torn. All keypad buttons responded appropriately to button presses. Contamination was found under all button key contacts. Additionally, investigation revealed that the display screen was dim and discolored with fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).